Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported to integra that an a1114 mayfield infinity skull clamp was used on (B)(6) 2018 during an unspecified procedure. The staff was unable to connect the skull clamp to the mayfield base unit due to the bolt not catching on the thread that the staff has described as "stripped". There was a 15-20 minute delay as the patient had to be pinned twice, creating two (2) sets of holes in the skin. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 21 feb 2018. Failure analysis: the right side starburst boss threads were cross threaded. The unit needs to be machined to have heli-coils added to the large starburst threads. Device history record reviewed for serial number (B)(4), work order (B)(4), lot number 171, a total of (B)(4) pieces were manufactured on 1/30/2017 showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced . No service history is on file for this device. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Root cause analysis: worn and damaged components.